Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Health professional was approximated to yes as the occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, both resolution clip devices failed to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.